Manufacturer narrative:
E1: patient city:(B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was at intensive care unit because of high blood glucose event. Patient's blood glucose at time of hospilatization was 1000 mg/dl. The event was reported while the patient was still at the intensive care unit. Symptoms reported at the time of hospitalization event were nausea, vomiting, abdominal pain and difficulty breathing. Patient was tested for ketones. However, patient does not recall the result of ketones test. At hospital the patient was treated with intravenous insulin drip. Patient was advised to change insulin reservoir and infusion set. No further information available.